Manufacturer narrative:
Samples of the residue were taken for further analysis. This report will be updated when the investigation is concluded.

Event description:
It was reported that the loaner device was leaking a undescribed residue under the trigger plate. This was found during a failure analysis procedure. There was no patient involvement or adverse consequences related to this event.